Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer had experienced the malfunction several times prior, although it had not been reset within the last 24 hours. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.